Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: the image failure occurred due to a water immersion inside the cable and charge couple device. It is presumed that the water immersion was caused by the immersion from the damaged protector in the cable section. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of a noisy image was due to a faulty charge-coupled device. Additional issues were identified during the device evaluation: flooding of the main body of the head section; breakage of the cable section head part side folding stopper; and corrosion of the free lock lever at the head section. Three attempts have been made to the user facility for additional information without response. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head experienced frequent image disturbances during surgery. The whole display was a sandstorm, and the cable was wrapped in tape. There were no reports of patient harm associated with this event.